Manufacturer narrative:
Product analysis: the partial lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) system was explanted and replaced due to a systemic infection. There was suspected vegetation on the patient's right ventricular (rv) lead. No further patient complications have been reported as a result of this event.